Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on approximately (B)(6) 2026, the patient experienced a skin reaction with rash and pimples extended beyond the patch perimeter. The reaction was treated with a prescription intravenous medication (drops based on cortisone ¿obivon¿). No photo was provided. The area was prepared with alcohol before placing the sensor on the body. There was no information about the medical intervention provided. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).